Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No unexpected insert battery alarm or pump error 25 noted by analysis during testing or in the insulin pump's long trace history. However, a power loss alarm confirmed in the long trace history. Detail trace analysis confirmed the insulin pump's power loss alarm was triggered when the backup battery's loaded voltage was less than 3.5v for four consecutive hours due to a connector resistance issue. After disconnecting and reconnecting the internal battery, the connector resistance issue occurred again. The insulin pump was monitored by analysis and functioned properly. The insulin pump was received with minor scratches on the lcd window, a scratched case, and a pillowing keypad overlay.

Event description:
The customer reported via phone call there pump alarmed replace battery. The customer's blood glucose at the time of incident is unknown. The customer will return the pump for analysis.